Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok buttons were intermittently responsive. There was contamination found under all of the keypad buttons. Evaluation also revealed a dim and discolored display screen and cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn between the up arrow and the contrast buttons. The up arrow, down arrow and ok buttons responded intermittently during testing. The keypad cover was removed and contamination was found under all of the button contacts. Evaluation revealed that the battery compartment was cracked and the display screen was dim and fading. (B)(6).